Manufacturer narrative:
Patient identifier was removed. Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review the customer result logs were reviewed. The run were valid, met assay specification requirements, and no error codes or flags were displayed for the controls. The data was analyzed to perform an assessment for carryover at the adjacent wells in the amp tray. There was no potential amp plate carryover risk for any sample ids (sids) in this investigation after reviewing the plate mapping analysis. The assay software is performing as expected. There is no indication that the alinity m sars-cov-2 amp kit (list 09n78-095) lot 522059 is performing outside of established design performance specifications according to the amplification curves. Quality data review device history record / batch record review: review of the manufacturing packet for alinity m sars-cov-2 amp kit (list 09n78-095) lot 522059 did not identify any issues which could result in the reported complaint. No records related to the reported complaint were found and did not identify any issues which could have led to the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-095) lot 522059 and their components. This CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for lot 522059. Complaint history review a complaint history review was performed in pilgrim smartsolve (9.1) to identify any similar complaints to the tickets being investigated 8767-ecinv, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-095) lot 522059. The complaint history review identified 8 additional complaints related to the reported issue for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 522059. The eight additional complaints identified that were related to this issue and lot. Six of the complaints are in the process of being investigated and will be dispositioned per the investigation details, and the other two complaints have been confirmed due to the potential risk of amp tray carryover for version 5.0 of the sars cov-2 assay, which the complaints under the current investigation did not identify to have this issue. A product deficiency could not be identified as a result of this review. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 522059 was not identified.

Event description:
Customer reported two false positive results reported on their alinity m sars cov-2 assay. The first false positive was reported to the patient who questioned the result because they were asymptomatic. The patient took one pcr and two antigen tests at different locations and the results were negative. The patient reported no symptoms, and stated their spouse had tested negative in the last three weeks, along with their children. The patient mentioned one of their children tested positive (B)(6) but since then tested negative. The patient stated they had been in quarantine since (B)(6) 2021, as the patient came in contact with someone who resulted positive on (B)(6) 2021. This is the reason the patient questioned the positive curative result on (B)(6) 2021. The second allegation of false positive results was from an administrator (B)(6) who emailed in regards to the patients covid test results. The administrator believes that there have been some false results for the patients due to testing negative after the initial positive test. (No other information was given). There was no report of impact to patient management due to these observations.

Manufacturer narrative:
Complaint will be elevated for investigation.